Manufacturer narrative:
The suspected device was returned for evaluation. Review of the event history log (ehl) showed cassette locked but not latched errors. A functional test was performed and the reported issue was confirmed. The cause of the reported issue was due to the latch lock sensor. As a result, the latch lock sensor was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period. The device passed all functional testing after repair and was returned to the customer.

Event description:
It was reported that the cassette latch did not work and failed to sense the cassette. There was no patient involvement, no patient injury was reported.